Manufacturer narrative:
(B)(4).

Event description:
The pt stated they were not informed of an MRI restriction prior to implant. It was reported that the pt visited their doctor regarding the event. The pt had a surgical intervention to explant their device on (B)(6) 2011.